Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer number: 3006705815-2022-14604. It was reported the patient experienced a fall and later was confirmed the leads had migrated. As a result, the surgical intervention occurred wherein the leads were explanted and replaced to address the issue.